Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s mother reported for blank display. The customer¿s blood glucose was 115 mg/dl at the time of the incident. Customer´s mother reported that pump started to bip and the notification light and he pressed the arrow to check the message but the screen went black. The customer was assisted with troubleshooting and the display did not return. Customer reported that pump was not dropped or bumped. The insulin pump will be returned for analysis.